Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The following sections were corrected: b2, h5. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a radiologist. The ap view of the knee demonstrates postoperative changes consistent with medial unicompartmental arthroplasty. There is radiolucency along the lateral aspect of the tibial component, with associated component subsidence, as well as a vertical periprosthetic fracture through the medial tibial metaphysis extending from the distal aspect of the tibial component. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D:10- 161473 oxford twin peg cmntls fmrl sm, lot 67180896. 159542 oxford anat brg lt sm size 5 PMA, lot 66509268. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient implanted with a cementless partial knee device experienced a tibial fracture and collapse approximately 4 weeks post-implantation. The reporter indicated that a radiograph demonstrated tibial fracture and collapse during the postoperative period. No information was provided regarding intra-operative issues, contributing environmental factors, or subsequent clinical management. The patient¿s treatment and final outcome were not reported. Attempts have been made and no further information has been provided.